Event description:
Customer reported receiving 'vacuum under limits' errors while running daily maintenance on the access 2 immunoassay system, during which a puddle of fluid was observed underneath the instrument. Customer was wearing personal protective equipment (ppe) consisting of a laboratory coat and gloves. Customer did not come in contact with the fluid, and medical attention was not sought. There was no report of exposure to mucous membranes or open wounds, and no one was splashed or sprayed. There was no death, injury or change to patient treatment attributed to or associated with this complaint. There was no impact to patient samples or results. Customer reported that the liquid was not coming from the liquid waste container and that all the tubing from the fluids tray was connected properly, but when testing the vacuum pump, it failed. The customer technical specialist (cts) scheduled an on site service request. The field service engineer (fse) inspected the instrument and replaced the vacuum pump. The fse then ran a vacuum pump test, which passed. The service activity performed was verified to meet the specified requirements per established procedures. The results met published performance specifications and the system validation was documented in customer's quality control (qc) record. Customer has not called back to report any further issues relating to this event.

Manufacturer narrative:
(B)(4).